Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphadenopathy.

Event description:
Patient reported "swollen lymph nodes under breast, under arms, throat and neck" and "stabbing pains." Patient additionally reported "luykens sclerosis," "recurring migraines," "loss of muscle," "muscle weak," "retinal holds in eyes," "loss of vision," "difficulty swallowing," "dry skin," "ear ringing," "sudden intolerances to gluten and dairy," "dehydration," "dryness in mouth," "bad breath," "metal taste in mouth," "fibromyalgia," "muscle weakness," "loss of muscle," "joints feel like they're on fire," "unnormal muscle recovery," "fatigue," "difficulty breathing," "inner ear pain," "acute lower back pain," "6 month oral infection," "rashes and skin feels like it's on fire throughout entire body," "brain fog," "memory loss," "numbness and tingling in legs, feet, arms, and hands." Device remains implanted. This record is for the left side.